Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the device is slow, stuck in procedures and is not "frizzing". There were no injuries or adverse events to the patient, the procedure was completed with the exchange of equipment.